Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device does not hold a charge was confirmed. An assessment was performed on the external features of the device and found no evidence of customer abuse. The unit was tested and it was found to have a blown fuse. The cause of the battery failure was excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that has a short circuit. However, the assignable root cause of the excessive current could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 6 of 11 of the same event. It was reported that during a bilateral total knee arthroplasty surgical procedure, it was observed that 11 battery devices displayed a yellow light which immediately turned red and did not charge after placing in the charger device. There was a twenty minute delay in the surgical procedure. A spare pneumatic device was available for use. It was reported that the user went through three sets of power equipment before using the pneumatic power device to complete the surgery. There was patient involvement. The patient outcome was good. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.